Event description:
The lay user/patient contacted lfs in 2009 alleging that the meter would not count down after the blood was applied on the test strips and also obtained an error 5 message. The patient began to first have the issue five days prior. While troubleshooting with the customer care advocate (cca) it was noted that the technique of applying blood on the test strip was incorrect. The issue was resolved via troubleshooting. The patient mentioned that he was unable to test for a couple of days and began to exhibit symptoms on the evening of the same day, which consisted of frequent urination after the issue began. The patient then took one extra pill and felt better soon after. The patient did not seek any further medical attention or contact his physician for assistance. The patient also did not test on another device. Products were replaced. The complaint is being reported since the patient was unable to test due to the reported issue and suffered symptoms suggestive of hyperglycemia and felt better soon after taking an extra pill.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.